Event description:
The reporter contacted animas on (B)(6) 2012 alleging that all of the keypad buttons are occasionally difficult to press and will 'freeze up' so that the patient cannot program a bolus. The patient indicated that this has been occurring intermittently over the past two years. This report is being made based on the alleged keypad malfunction.

Manufacturer narrative:
(B)(4): the keypad was found to be intact; no peeling or lifting was observed. Evaluation also revealed the down and contrast keys intermittently respond and require excessive force to activate. Keypad was removed to investigate; the down key contact is misaligned. There was visible contamination under the key contacts and the down arrow key contact is misaligned. In addition the audio bolus button is detached. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.